Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in a medical facility at the time of passing. Prior to passing, the patient was appropriately treated by the lifevest. At 12:17:59 pm, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 180 bpm with motion artifact. The patient's post-shock rhythm was atrial fibrillation (af) at 50 bpm with motion artifact slowing to af at 30 bpm with pvcs. At 12:18:14 pm, a non-treatable rhythm was declared by the lifevest. From 12:21:11 pm to 12:29:10 pm, an arrhythmia was declared by the lifevest. The response buttons were pressed during this time. The patient's ECG shows that the patient was in vt at 190 bpm that self-converted to sinus bradycardia at 40 bpm slowing to sinus bradycardia at 20 bpm with intermittent nsvt and CPR artifact. It is unknown at this time how long the patient was in vt, or why the lifevest did not treat the treatable arrhythmia. It is also not known who was pressing the response buttons. The patient's equipment was returned and was found to be fully functional. There is no indication at this time that a device malfunction caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a japanese patient passed away on (B)(6)2019 while wearing the lifevest. The patient was reportedly in a medical facility at the time of passing. Prior to passing, the patient was appropriately treated by the lifevest. At 12:17:59 pm, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 180 bpm with motion artifact. The patient's post-shock rhythm was atrial fibrillation (af) at 50 bpm with motion artifact slowing to af at 30 bpm with pvcs. At 12:18:14 pm, a non-treatable rhythm was declared by the lifevest. From 12:21:11 pm to 12:29:10 pm, an arrhythmia was declared by the lifevest. The response buttons were pressed during this time. The patient's ECG shows that the patient was in vt at 190 bpm that self-converted to sinus bradycardia at 40 bpm slowing to sinus bradycardia at 20 bpm with intermittent nsvt and CPR artifact. It is unknown at this time how long the patient was in vt, or why the lifevest did not treat the treatable arrhythmia. It is also not known who was pressing the response buttons. The patient's equipment was returned and was found to be fully functional. There is no indication at this time that a device malfunction caused or contributed to the patient's death. Additional information per clinical review of the downloaded ECG data: at 12:28:26, the patient received a non-lifevest debrillation shock while in vf with CPR artifact. The post shock rhythm was vt at 150 bpm with CPR artifact. The patient's rhythm then transitioned to vt at 120 bpm with CPR artifact from approximately 12:28:26 until the device shutdown at 12:29:33 on (B)(6) 2019. The patient subsequently passed away on (B)(6) 2019.